Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 223 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was 230 mg/dl. Customer had ketones and high blood pressure. Customer has been sick for three weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.